Event description:
It was reported that during the three days post-implant, variations in pacing lead impedance measurements were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.